Event description:
A report has been received from a dealer who states the left motor does not turn and found the left motor to be bad. In speaking with the reporter it was learned this device has just been recently issued to the end user approximately a couple of months ago. Upon servicing, a loose cable was detected out of the control box. The event has been corrected without further incident or delay. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident for additional information. The malfunction has not been confirmed. If any further information is received, a supplemental report will be filed.